Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the ventricular lead exhibited loss of sensing. The lead was capped and replaced. No patient symptoms were reported.